Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. During the procedure, the device did not work as expected. It was stated that the device shorted out. The procedure was completed with another device and there were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate and failed to advance during the evaluation.